Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/19/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the upper part of the touch panel did not respond. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20jun2019. Date rec¿d by MFR: 19jun2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-00095 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.